Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an infection due to the lifevest rubbing a surgical incision on her chest. The incision was open and infected. The patient reported that her physicians instructed her to remove the lifevest to let her skin heal. Follow-up indicated that the incision was healing.